Manufacturer narrative:
Customer contacted ortho (B)(6) 2022 to report discordant negative antibody screening (abscr) results in manual gel indirect antiglobulin test (iat) for a patient with known anti-e(rh3) antibody (ab) using 0.8% surgiscreen lot vss413 (exp29nov2022). Customer reported they had tested a patient sample for abscr on 08nov2022 using ficin treated lot vss413 and mts anti-igg (rabbit) gel card lot 063022001-09 (exp 14apr2023) with their mts plate centrifuge (serial: 10-13-5226) and saw negative reactions with all 3 cells. Sample sent from sister site, chul de chuq, who obtained all negative reactions with 3 cells of reagent with same vss413 lot. Patient previously tested at another sister facility, hej, identifying patient has an anti-e(rh3) ab. Presence of anti-e ab was identified using ab ID panels: 0.8% resolve panel a lot vra418 (exp 29nov2022), 0.8% resolve panel b lot vrb303 (exp 29nov2022) and 0.8% resolve panel c lot vrc303 (exp29nov2022). According to lot-specific info, cells 1 and 3 are negative for e(rh3) ag and cell 2 is positive, homozygous for e(rh3) ag. Therefore, negative reaction obtained with cell 2 for sample is not consistent with the expected reactivity of an anti-e(rh3) ab. Manufacturing batch record review of lot identified no non-conformances or deviations. All in-process and quality assurance release testing were found to be within spec. Retain sample testing produced expected results of abscr for antigen e(rh3) typing of cell 2 of lot. Complaint review of products made with donor used to manufacture the e(rh3) antigen positive cell from lot vss413 of 0.8% surgiscreen identified no trend or systematic failure. No trend identified in review of worldwide complaint databases for lot, thru product expiry. A total of two complaints were identified for this product lot with call area falseneg. Assignable cause could not be determined. No reagent failure is identified. No biased result was reported to a physician. Patient was not harmed.

Event description:
Mxp#2481867, windchill#ra600322 customer contacted ortho care technical solutions center on 11nov2022 to report discordant negative antibody screening result in manual gel indirect antiglobulin test (iat) for one patient with known anti-e(rh3) antibody using 0.8% surgiscreen® lot vss413. Complainant/complaint reporter name: ariane morin, laboratory supervisor. Event date: (B)(6) 2022. Patient information: pregnant woman with a known anti-e(rh3) antibody. The customer reported that they had tested one patient sample for antibody screen in iat on 08nov2022 using ficin treated 0.8% surgiscreen lot vss413 (exp29nov2022) and mts anti-igg (rabbit) gel card lot 063022001-09 (exp 14apr2023) using manual gel technique with their mts plate centrifuge (serial: (B)(4) and that they had obtained negative reactions with all three cells of the red cell reagent. As part of their internal procedure, this site is testing all pregnant patient samples from the quebec region for antibody screening using enzyme technique with ficin treated cells. This sample was sent for repeat testing from sister site, chul de chuq, that tested with same lot of 0.8% surgiscreen, vss413. Chul de chuq also obtained all negative reactions with the three cells of the red cell reagent. The patient was previously tested at another sister facility, hej, identifying that this patient has an anti-e(rh3) antibody. Customer states the presence of the anti-e antibody was identified using the following antibody ID panels: 0.8% resolve panel a lot vra418 (exp 29nov2022), 0.8% resolve panel b lot vrb303 (exp 29nov2022) and 0.8% resolve panel c lot vrc303 (exp29nov2022). As noted above, sister site chul de chuq indicated to have also obtained a negative antibody screen using 0.8% surgiscreen lot vss413 in combination with mts anti-igg (rabbit) card lot 091422001-09 expiry date 21jun2023 (see cms2482182 ci0000168). No further details were provided. The customer reported that no biased result was reported to the physician and that the patient was not harmed because of this event. Investigation summary discordant negative antibody screening result for one patient having an anti-e(rh3) antibody. The assignable cause could not be determined. No reagent failure is identified. No biased result was reported to a physician. The patient was not harmed.